Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after six dental implants were installed in intraoral regions #8, #7, #6, #9, #10 and #11, it was verified their non-osseointegration. Fourtyfive ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type ii).